Manufacturer narrative:
Date sent: 12/04/2008. Evaluation summary: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device will stop activating, and either emit a solid tone or display an instrument error code 5 on the generator display when the blade becomes damaged. The blade was found to be cracked at the discolored (blue). Possible cause of blade discoloration is applying pressure between the instrument blade tissue pad without having tissue between them. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that during a hepatectomy procedure, an error code 5 occurred. Although the device was cooled in water and reset then the handpiece was also checked, it was non-functional. Another device was used to complete the procedure. There were no adverse consequences to the pt.